Manufacturer narrative:
Correction: this report is being submitted to correct field h1: no. Of events summarized, section h.

Event description:
It was reported that during a surgical procedure, this pacemaker system exhibited oversensing and noise in the right atrial (ra) channel due to suspected electrocautery. The field representative wondered why the right ventricular (rv) channel was not affected. Technical services (ts) explained that the orientation and position of the lead are different, so possibly only the ra lead was on the pathway of the electrocautery that cause the noise. This pacemaker remains in service. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that during a surgical procedure, this pacemaker system exhibited oversensing and noise in the right atrial (ra) channel due to suspected electrocautery. The field representative wondered why the right ventricular (rv) channel was not affected. Technical services (ts) explained that the orientation and position of the lead are different, so possibly only the ra lead was on the pathway of the electrocautery that cause the noise. This pacemaker remains in service. Other than the surgical procedure, no additional adverse patient effects were reported.